Event description:
Second patient. (B)(6) female, previously diagnosed with osteoporosis otherwise healthy. On (B)(6) 2017 - ulnar fracture due to falling. On (B)(6) 2017 - open reduction internal fixation surgery of rt. Ulnar bone. The procedure was done using depuy synthes plate and locking screws (401.880-401.882-401.362-447.348). On (B)(6) 2017 - orthopedic follow-up: diffuse swelling of rt. Hand. Joint stiffness, specifically of the thumb. On (B)(6) 2017 - orthopedic follow-up: diffuse swelling of rt. Palm with function limitation and new onset of raynauds phenomenon. New contractures on rt. Pip 2-4. Lt. Aip 4 is sensitive while examined, with snapping. On (B)(6) 2018 - (B)(6) 2018 the patient was admitted to hospital presented with: progressive weakness (over 2 months). Hand pain and function limitation. Right hand shows contractures with skin thickening. Raynauds. Dyspnea after minimal effort. Difficulty in swallowing and regurgitation. Unintentional weight loss - 3kg. No fever, no night sweat. An extensive rheumatological workup was conducted. Cpk - 575 peak to 1023. CT - pericardial effusion, dilated esophagus, ild. Immunology markers - ana, anti-pl74 positive. Viral serology - (B)(6). Bone isotopes (technetium) - increased signal on rt. Forearm and hand, specifically on distal lateral aspect of the forearm. Late phase: pathological intake along rt. Distal ulna, wrist and palm. Stomach endoscopy and biopsy- "bleedine" gave (gastric antral vascular ectasia). Capillaroscopy - multiple microhemorrhages and pathological capillaries. Dx: overlap syndrome - scleroderma and poly - myositis. Treatment: ivig, mtx, cyclosporin, steroids, mabtera. No response due to refractoriness to treatment and deteriorating clinical state, and positive asia - plate and screws were taken out on (B)(6) 2018. References: loyo et al. Autoimmunity in connection with a metal implant: a case of autoimmune. Reference 1st report mw5077446.